Event description:
It was reported that the customer had an issue with her sensor. Customer stated that she has had many alarms and kept receiving a threshold suspend alarm. Customer's blood glucose level was 194 mg/dl and her sensor glucose reading was 60 mg/dl. Another time the sensor glucose reading was less than 60 mg/dl and her blood glucose level was 144 mg/dl. Customer's sensor glucose and blood glucose readings are not within an acceptable range. Sensor has been in place and was removed. Insertion techniques were reviewed as well as site location/selection. Customer has had one or two bent cannulas on a previous sensor. Customer has an allergy to the adhesive. Customer is unable to use additional adhesives. Customer was advised of best calibration practices. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.